Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-feb-2022, it was reported that while the patient was wiping dog's paws, the infusion set's tubing detached. The site location was patient's abdomen, and the pump was also on the patient's abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 198 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that while the patient was wiping dog's paws, the infusion set's tubing detached. The site location was patient's abdomen, and the pump was also on the patient's abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 198 mg/dl. No further information available.